Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed. One 4 fr single lumen groshong nxt clearvue catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A circumferential split was observed in the catheter approximately 6.6 cm distal to the strain relief. A microscopic observation revealed the circumferential split in the catheter was mostly straight but slightly curved at the corners. The fracture surfaces were observed to be somewhat uneven and granular in texture. The surface of the catheter material surrounding the split was observed to be smoother and more lustrous than the adjacent surfaces. Whitening of the catheter material was observed at the corners of the split when the catheter tubing was stretched slightly. The location and characteristics of the spilt observed in the returned catheter are indicative of damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The product IFU states: ¿to minimize the risk of catheter breakage and embolization, the suture wing and / or adapter must be secured in place.¿ h3 other text : evaluation findings are in section h.11

Event description:
It was reported that the catheter had sand holes and leaked fluids from the internal portion around 4 months after placement in the patient. No other information provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recz3055 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter had sand holes and leaked fluids from the internal portion around 4 months after placement in the patient. No other information provided.